Event description:
A preliminary review was performed within the 30 day window and the case was determined to be non reportable incident. The rational was that the device broke, and the piece was retrieved without incident. However, it has been reported that when the surgeon had to retrieve the components from the pt, the surgeon determined it necessary to switch procedures. The procedure began as a messenterium procedure (laproscopic or limited incision) and switch to a celiotomy (open procedure) requiring a full incision to be made in the abdominal wall. The device that malfunctioned has been evaluated and found to be out of spec. There was a 15 minute delay reported and no pt injury has resulted.